Event description:
It was reported that during follow up the physician noted non sustained lead noise incorrectly diagnosed as vf episode. Externalized conductors were observed via x-ray. The lead was capped and replaced. The patient condition was good after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.